Event description:
Rptr noted intermittent vacuum response. Chamber collapsed and tore posterior capsule. An anterior vitrectomy was necessary. Pt's vision is 20/20.

Manufacturer narrative:
H-11: rec'd FDA form 3500a from user facility. All other sections remain as initially reported, and should be considered as corrections to customer's form, including f10 codes. The report was mailed in to FDA on: 9/5/97.